Manufacturer narrative:
The reported problem could not be duplicated.

Event description:
The customer reported that while the unit was in use on a pt, the unit's display blanked. The pt was switched to another unit and therapy was continued. No pt injury was reported.